Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one bardport MRI hard base implantable port attached to a catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A complete compound break was noted on the distal end of the attached catheter. The edges of the complete compound break on the attached catheter were noted to be uneven. The surface was noted to be granular. Therefore, the investigation is confirmed for the reported fracture and the material separation issues. However, the investigation inconclusive for the reported migration issue as the provided evidence do not confirm the migration of catheter. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes post a port placement, the catheter was allegedly ruptured and lodged in the pulmonary artery. Reportedly, it was removed through hemodynamics and catheter was replaced. However, the current of the patient was unknown.

Event description:
It was reported that sometimes post a port placement, the catheter was allegedly ruptured and lodged in the pulmonary artery. Reportedly, the removed through hemodynamics and catheter was replaced. However, the current of the patient was unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.